Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images views of a lateral lumbar spine with longitude posterior fixation at l4-l5-s1. There appears to be advanced degenerative disc disease at l5 with some collapse. There is no inter body spacer present and no anterior column support. The s1 screws are noted to be broken at the posterior pedicle. They do not appear to be larger than the l5 or l4 screws which they should have been given the lack of anterior column support.

Manufacturer narrative:
Corrected information: visual review confirmed the implants are fractured between ~2-4 threads from the base of the bone screw head. Optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface severely damaged, likely due to repeated impact of the two portions of the bone screw post-fracture. Dimensional examination of the bone screw diameters confirmed conformance to print specification. Conclusion: inconclusive; the extent and severity of the fracture surface damage renders the parts unsuitable for further analysis.

Event description:
It was reported that a patient underwent an unknown spinal procedure from l4-s1. At an unknown time post-op, the patient presented to the hospital where x-rays showed the screws at s1 were broken. A revision surgery is planned.